Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens, -12.5 diopter tore while pulling the lens into the cartridge. An alternate lens was successfully implanted. This occurred on (B)(6) 2021. The cause of the event is reported as device.